Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this pacemaker exhibited a lead safety switch due to right ventricular (rv) impedance measurements of less than 200 ohms. Then rv noise and oversensing were noted in unipolar configuration after the lead safety switch. There was no asystole noted; the patient was not pacemaker dependent. The device remained in unipolar configuration and the patient would continue to be monitored. No adverse patient effects were reported. The device remains in service.

Event description:
Additional information received reported that a lead fracture was suspected. The device remains in service with the new lead. No additional adverse patient effects were reported.